Event description:
It was reported the rf (radio frequency) generator was received back from being serviced. When placed in use, rf energy failure alert was received. Hospital feels that the switch is bad. The rf generator was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Product event summary: analysis could not confirm the reported event; rf generator passed functional testing and bench testing with no electrical issues found. (B)(4).